Manufacturer narrative:
Failure analysis: the monopolar cable 10 feet (600290) was not returned for evaluation. Per visual evaluation of photos provided by the customer, the monopolar cable had its end cut or burned off. The issue of sparking and flaming may be the result of damage to the cable due to wear or rough handling. Per the product warning label, "do not pull cord. Grasp plug to remove cable. Inspect cord prior to each use for cracks/separation, incorrect handling of the cord can cause sparks or a fire hazard." No product lot number has been provided to determine the product's age; however, the monopolar cable (600290) was changed to 600290b in 2016. Indicating an age of at least seven years during which wear or rough handling may have occurred. Root cause analysis: the reported complaint was confirmed. Per the provided images, this monopolar cable had its end cut or burned off. Damage to the cable or incorrect handling may lead to sparks or a fire hazard. No manufacturing, workmanship or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported that the cord/monopolar cable 10 feet (600290) sparked and flamed during use with a v-meuller fenestrated grasper. It was reported that there was a slight delay in opening another monopolar cord, along with removing the bovie to find a replacement. The patient's status post surgery was as expected; no harm occurred to the patient during this period.